Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads around 235mg/dl. Last 5 blood results in memory: hi, hi, 266mg/dl, 113mg/dl, 110mg/dl. Customer's expected range is 130-140mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).